Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device shut down. A field service engineer inspected the device and resolved the issue by inspecting all hardware components, finding no faults, and replacing the station¿s hard drive. A new image was installed, and after initial synchronization failure, the system was rebooted and successfully synchronized. Auto-launch was configured, and a manual reboot confirmed full operability. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station had unexpected shutdown. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station had unexpected shutdown. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.